Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate stimulation due to lead migration which was confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility.